Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 23-oct-2022, UDI#: (B)(4). Product ID: 977d260, serial/lot #: (B)(4), ubd: 23-oct-2022, UDI#: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient just started using a trial system on the day prior to the report. It was reported that when the patient used the toilet, they experienced shocking and severe pain in their back. A possible cause of the issue was the possibility that the patient was bending and twisting while using the toilet. The patient went to the emergency room (ER) and the lead was removed and discarded before the rep was notified. For diagnostics and actions/interventions, the rep planned and MRI for the patient. The issues were not resolved at the time of the report and there were no further complications reported or anticipated.